Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
Correction: b5 - to include patient symptoms the reported event of backup was confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery voltage was found lower than expected. Hybrid circuitry was tested, resulting in elevated current drain, consistent with moisture damage, depleting the battery and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Event description:
It was reported that the patient experienced acute heart failure symptoms due to pacemaker syndrome and presented in clinic for a follow up. Upon review, it was discovered that the pacemaker was found to be in backup operation. Programming changes were performed however, were unsuccessful. A generator change was performed on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the pacemaker was found to be in backup operation. Programming changes were performed however, were unsuccessful. A generator change was performed on (B)(6) 2020. The patient was in stable condition.